Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 ((B)(4).

Event description:
It was reported that a portex bivona neonatal and pediatric tracheostomy tube flange on the left side broke when the patient was playing approximately 3 weeks ago. The patient showed the break to his mother, who used an emergency tracheostomy tube to replace the broken device and maintain the patient's critical airway. The patient's mother did not check the patient's "stats" prior to tube change. The patient showed no signs of distress and was not pink, due to the tracheostomy tube still being in the patient. The "dale" tracheostomy ties that were used remained intact. The patient was no longer ventilator-dependent as of recent, but wore a heat moisture exchanger (hme) at all times and used a stoma-seal tracheostomy tube. The patient had three damaged tracheal cartilage rings causing airway collapse without a tracheostomy tube. The patient's parents performed weekly tube changes and rotating between three tubes. The tubes were cleaned by boiling water, removing water from heat, and placing tracheostomy tube into the water. No permanent injury was reported.

Manufacturer narrative:
One 4.0mm customized flextend¿ tracheostomy tube was returned for investigation. Visual inspection of the returned found that one of the device's eyelets was torn completely through; the second eyelet was partially torn but remained intact. During functional testing, the eyelet that remained intact was instron pull tested; the eyelet strength was found to be within specification. The initial reporter had stated that velcro neck ties were used to secure the device while in patient use. According to the device instructions for use, velcro neck ties may have sharp edges which may compromise the product integrity and it is recommended to use the provided twill tape to secure the device. Investigation determined that the root cause of the eyelet tear was a result of using the product in a manner which was inconsistent with the device instructions for use.